Manufacturer narrative:
Corrected the date as received in new information.

Event description:
New information reported on (B)(6) 2018 states that the patient presented in clinic on (B)(6) 2017. The left ventricular lead was explanted and replaced on (B)(6) 2017, due to suspected malfunction successfully. No information about the malfunction is available.

Manufacturer narrative:
No code available due to unspecified issue.

Event description:
It was reported that the left ventricular lead was explanted and replaced with no reason stated. No other information was available.